Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had frozen screen. The customer's blood glucose level was unknown. The customer states the buttons became unresponsive. The customer states there were no alarms present. The customer was advised the pump would be replaced and returned for analysis. The customer states their blood glucose levels had been tween 120mg/dl and 140mg/dl.